Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed at two days post lasik treatment of the right eye. Reporter indicated the topical steroid eye drop dosage was increased, and the dlk is resolving.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).